Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Last/given name: unknown / not provided. Additional PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had chronic sinus infection and tenderness following implant placement. The implant at tooth site #3 was removed and the area was grafted. The patient is not returning for implant re-placement. Symptoms as a result of the event: tenderness, pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: . H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. One (1) imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual evaluation of the as returned product identified no malfunction. The product was determined to be within specification. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1241826). It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number (1241826) for similar events and no other complaint was identified. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are improper techniques used in poor quality bone leads to movement of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.